Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4): it was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced a cerebral infarction. Using the right femoral access, the index procedure treated the target lesion located in the right internal carotid artery. Treatment utilized pre-dilation, a bsc filterwire ez and the placement of a 10x24mm carotid wallstent resulting in 20% residual stenosis. In (B)(6) 2010, the patient experienced a mild cerebral infarction. A cerebral angiogram confirmed that there was no stent thrombosis or restenosis. Radicut was administered for treatment. Seven days later, the event was listed as resolved. Per the physician, the event was listed as "unrelated" to the study stent.